Event description:
It was reported the procedure was to treat a mildly calcified lesion in the superficial femoral artery. The 6.0 x 150 mm armada 35 balloon dilatation catheter was advanced to the target lesion however during inflation, the balloon failed to maintain pressure and a possible leak was noted at the hub. The procedure was completed using another same size device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported leak could not be determined. In this case, it may be possible that the sidearm and the inflation device used in the procedure did not form a secure connection or had a loose connection resulting in the reported leak; however, a conclusive cause cannot be determined since the device or component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.